Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this implantable right atrial (ra) lead was exhibiting high out of range pacing impedance measurements greater than 2,000 ohms. There was also no capture at max outputs. Noise and oversensing were also reported. The lead was planned to be replaced. To date, there have been no adverse patient effects reported. Additional information received indicated that a lead revision procedure was scheduled for a date in the near future. The results of the chest x-ray did not provide any additional information. No additional information is available at this time. If additional information becomes available, the event will be updated.